Manufacturer narrative:
This supplemental report is being filed to correct the a6: race; b5: describe event of problem; e1: initial reporter phone; e1: initial reporter email; g3: bsc aware date; and h6: patient codes.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted. Additional information indicated that the patient arrived in the emergency room (ER) and complained of the incision not being fully closed. No additional adverse patient effects were reported. This rv led was explanted.

Event description:
It was reported that this right ventricular (rv) lead was part of system revision due to infection. No additional adverse patient effects were reported. This rv lead was explanted.